Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the video system center exhibited error code e333 touch panel error. The issue occurred during preparation for use for therapeutic cystoscopy procedure. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. It has been over one (1) year since the subject device was manufactured. The device was not returned to olympus for inspection, and the customer's complaint/reportable malfunction was not confirmed. Based on the results of the investigation and the fact that the inspection results of the repair department were not attached we could not surmise a cause from the facts found out in the investigation. Olympus will continue to monitor the field performance for this device.